Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the lead became damaged. The procedure was successfully completed with another lead. No additional adverse patient effects were reported. This lead has not been returned to boston scientific.